Manufacturer narrative:
Findings: pump was received with intermittent button response due to corroded keypad traces. No frozen display noted. Unit was received with normal operating currents and no unexpected off no power, low battery or failed battery test alarms noted. Unit had stripped battery cap at coin slot area, cracked battery tube threads, cracked case at display window corner and minor scratched lcd window.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that the buttons do not respond. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.